Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after inflation of an unspecified balloon in the coronary artery, the handle of the 20/30 indeflator became stuck. The handle could not be rotated to deflate the balloon. Due to the delay in deflating the balloon, the patient began to have chest pain, so the handle was pulled on aggressively. The handle pulled off and then the balloon deflated. The chest pain resolved when the balloon deflated. The procedure continued using a new indeflator. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Correction: device evaluated by MFR - device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulty rotating the handle cannot be determined. As reported, the handle was pulled on aggressively and the handle pulled off; thus resulting in the reported detachment. The reported angina is likely the result of the difficulties deflating the balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.